Event description:
Caller reported that the pump battery would not charge, and the issue had not triggered a power source alert. Due to a non-functional screen, the caller was unable to confirm if the blood glucose level had exceeded 500 mg/dl. Attempts to charge the pump using different wall outlets and adapters were unsuccessful. As a result, technical support decided to replace the pump. The customer was advised to use the current pump as a backup and instructed on how to return the faulty pump to tandem using a pre-paid label.